Event description:
The physician reported an abscess in the glabella region after the pt was injected with juvederm. The physician thinks it may have been an allergic reaction because the pt experienced a mild flare, but the physician is not certain. The physician prescribed prednisone and the condition seems to be resolving gradually. The pt was also prescribed keflex and hyalase. The physician believes the symptoms were probably related to the juvederm. Recent follow up per the physician noted that the treatment of prednisone, keflex and hyalase were prescribed in order to prevent a worsening of symptoms, and to hasten the resolution of the symptoms.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, it is probable that the pt had an undesirable side effect to the infections, as indicated in the dfu (secondary reaction at the infection site can occur).